Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was reviewed and reportedly normal. The recipient's pain resolved and no infection markers were reported. Additional treatment details will not be provided. This is a final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain. The recipient was admitted to the hospital and started on IV antibiotics. Device testing revealed results within normal limits. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.